Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-002073 / 02074). The revision procedure that occurred on (B)(6) 2014 was reported on medwatch number 0001825034-2014-01273.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2014 allegedly due to elevated metal ion levels. The modular head was removed and replaced. It was further reported patient underwent a revision procedure on (B)(6) 2014 due to dislocation. The modular head and liner were removed and replaced.

Manufacturer narrative:
This follow up medwatch is being submitted to report that it is a duplicate of medwatch (B)(4), 1825034-2014-01487, 03581 and 03582.